Event description:
It was reported to philips that the heartstart mrx defibrillator did not deliver defibrillation using external paddles during a patient cardiac event. The patient died.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.